Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "limited movements and discomfort" and "the right one with double halo and irregular hypointense lines inside, with an intracapsular rupture aspect". The device remains implanted.

Event description:
The device was explanted.

Manufacturer narrative:
Device evaluation: device photographs for the device related to the reported events of rupture and pain were reviewed on (B)(6) 2021. Visual analysis of the photographs identified broken sell and red particle material on the shell/gel. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode.